Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient¿s symptoms resolved after the catheter revision on (B)(6) 2023 (see manufacturer¿s report number 3004209178-2023-04628). On (B)(6) 2023, the patient went in for a drug titration appointment. At that time, they increased the dose of the dilaudid from 0.4 to 0.6 mg and the patient developed pain again. The patient described it as left sciatic like pain in the buttocks area. It was difference from before. On (B)(6) 2023, the patient was hospitalized for the pain that was due to the increase in medication. The neurosurgeon gave the patient the option of a complete explant or to attempt to reposition the catheter one last time and that if the catheter was irritating the nerves, then an explant would be necessary next time. The patient opted to have the catheter repositioned one more time. The neurosurgeon thought the entry location of the catheter may be the cause of the pain, so during the procedure moved the entry level of the catheter from l2/3 to t11/12. During the procedure, the pump was removed and was going to be reimplanted, but the scrub nurse accidently dropped the pump and at that point they implanted a new pump.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#/serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 03-feb-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.